Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37602 lot# serial# (B)(4), implanted: (B)(6), product type implantable neurostimulator refer to manufacturer report #3004209178-2018-14242 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had their dbs battery turned off for back surgery (sugrical procedure unrelated to dbs). The patient's device was turned back on and later that evening they patient complained that their dbs seemed "too slow." There were no visible signs of a return of parkinson's symptoms. The patient would not use any other description than "too slow." The issue happened after the dbs system was turned off and then back on post unrelated back surgery. It was unclear whether the back surgery caused the issue or not. There were no further complications reported.

Event description:
Additional information was received: it was reported that the cause of the device being "too slow" was unknown. There were no known actions/interventions take to resolve the dbs system being "too slow." The patient never followed up with the physician. The doctor reached out but the patient never responded. It was unknown if the issue had resolved. The patient never followed up beyond the call to the rep and didn't respond to the doctor. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37602 lot# serial# (B)(4) implanted: (B)(6) 2017 product type implantable neurostimulator medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.